Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit multiple times. The customer changed the battery several times but alarm persists. The customer stated the device does not have damage at the battery compartment. Blood glucose value was 89 mg/dl. Customer was advised the insulin pump would need to be replaced.